Event description:
It was reported that a pocket fill occurred. As a result of the event, hospitalization was required. It was noted ¿had not had previous experience with this¿. The health care provider (hcp) advised the manufacturer representative that she was turning down the pump to minimum rate and was sending the patient to the emergency room (ER) and was requesting validation that ¿this¿ was correct. The representative advised the hcp to follow clinic protocol for patient safety. The hcp had been unable to reach the patient¿s primary hcp at that time. The representative then spoke with the hcp thirty minutes later and the patient was in the e.r. And doing well. The primary hcp had been in contact and had advised the hcp that she followed the correct protocol for sending the patient to the ER. The patient was hospitalized overnight and was then released home on the report date. The patient reportedly did not have any symptoms of overdose and no other patient symptoms were reported. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was later reported that on the event date the patient went in for a refill and they missed and the medication went in to the pocket area. It was noted it was a new physician¿s assistance that was in training that was practicing on the patient. The patient had reportedly gone to the intensive care unit and came out on (B)(6) 2013. The patient had been reportedly given ¿norcaine¿. It was reported after the patient recovered they wheeled him over to pain management and the regular physician assistant filled the device. It was noted the patient had ¿some¿ oral medication the patient could be given since a bolus was not available. It was noted that an 8503 physician bolus in progress message was encountered on the patient¿s personal therapy manager (ptm) at the time of the report on (B)(6) 2013. The device system was used to deliver bupivacaine and morphine. It was later confirmed the patient did not demonstrate any symptoms of overdose. The patient as reported was hospitalized overnight and then was discharged without symptoms or injury. It was noted the representative was in the process of providing ¿lunch and learn¿ pump in-services to the account¿s multiple clinics and that they had several new inexperienced midlevel nurses. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID neu_ptm_prog, product type: programmer, patient. (B)(4).